Event description:
It was reported that this physician contacted boston scientific technical services for an electrogram (egm) review. It was discussed that this patient has a history of right ventricular (rv) lead noise resulting in under-sensing resulting in dizziness. Despite previous reprogramming to increase this device sensitivity, under-sensing was recently seen again during an egm review. Technical services recommended in-clinic interrogation and provocative maneuvers to attempt to replicate the intermittent under-sensing. The rv lead is not a boston scientific product and the physician was also referred to that company's technical service team to discuss a potential rv lead integrity issue. The physician surgically capped and abandoned the rv lead and a replacement lead was implanted to resolve the event. At this time, no additional adverse effects have been reported in this pacemaker-dependent patient and this device remains implanted and in-service.

Event description:
It was reported that this physician contacted boston scientific technical services for an electrogram (egm) review. It was discussed that this patient has a history of right ventricular (rv) lead noise resulting in under-sensing resulting in dizziness. Despite previous reprogramming to increase this device sensitivity, under-sensing was recently seen again during an egm review. Technical services recommended in-clinic interrogation and provocative maneuvers to attempt to replicate the intermittent under-sensing. The rv lead is not a boston scientific product and the physician was also referred to that company's technical service team to discuss a potential rv lead integrity issue. The physician elected to surgically cap and abandon the rv lead and a replacement lead was implanted to resolve the event. This device was also explanted and replaced, but not expected to be returned. No additional adverse patient effects were reported.